Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient charged their ins for several hours at a time (around six hours per session). The representative had no idea what caused this issue. The ins was replaced and the issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they have long charging intervals and a loss of charge sooner than usual. The patient reported some burning when charging. No external or patient factors were known to have contributed to the issue. Impedance testing was normal and the patient was going to be scheduled for an implant replacement. The issue was not resolved at the time of the report.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.